Manufacturer narrative:
The reported events of unacceptable capture threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in two pieces. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Additional finding unrelated to the reported event: visual examination found an external insulation abrasion breaching the optim sheath only consistent with friction to another device or feature of the patient anatomy located distal to the suture sleeve tie impression. The silicone insulation beneath the optim sheath abrasion was intact/undamaged.

Event description:
During a follow-up in-clinic, an increase in capture threshold and an increase in pacing impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no abnormalities were observed. The rv lead was explanted and replaced to resolve event. The patient was stable.